Event description:
Report rec'd from the USA stating that the "bearings were falling out" of the device. It was unk to the rptr whether or not the device was used during surgery. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and through visual and functional testing, no loose pieces were observed. The event was not duplicated therefore the event was not confirmed. If add'l info is rec'd, a supplemental report will be sent.